Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a product performance issue. The patient underwent a surgical intervention to remove this ICD and implant a new product. No additional adverse patient effects were reported. Additional information was received that this ICD recorded high out of range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.